Manufacturer narrative:
Product complaint # (B)(4). No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. A ppf was received alleging metal wear, metallosis, and elevated metal ions. Doi: (B)(6) 2012; dor: none reported; right hip. Patient is bilateral. Please see (B)(4) for the left hip. Note: this complaint reports a construct comprising a metal head and poly insert. As the primary left hip construct is a mom, it is likely that the reported problems (metal wear, metallosis and elevated metal ion levels) are caused by this mom construct. The ppf does not specify to which hip the aes are related. No device associated with this report was received for examination. None of the information provided can confirm this complaint. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found one additional report against the provided product code/lot code combination for the head (136550000/3392866), however this was for an unrelated event: infection. No additional reports were found against the stem and liner (157002100/249114 and 122136052/255411, respectively). Based on the inability to find any additional related reports against the provided product code/lot code combinations it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction (B)(4) appendix a. Without the physical complaint samples associated with this report, it was not possible to determine if the devices failed to meet specifications at the time they were released for distribution.   The devices associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. Overall, from the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf alleges metal wear, metallosis, and elevated metal ions.